Event description:
It was reported that the system 9600emi displayed error # 253 and the system locked up. Reinitializing the system cleared the error and the procedure was completed without further incident. There was no adverse pt involvement reported. There was no pt information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The system was tested and found to be working as intended and placed back into service.